Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that one of her batteries was not holding a charge. The patient was provided with a replacement battery pack.